Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 380 mg/dl. It was stated that the customer was experiencing unexplained high glucose for three days. Troubleshooting was performed. It was stated that the customer was getting multiple no delivery alarms. Reviewed the alarm history and found no alarms. The customer stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. The customer's recent glucose reading was 186 mg/dl, and he was treated with the insulin pump and manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.